Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was no longer receiving effective stimulation from the scs system. The patient underwent surgical intervention on (B)(6) 2017 where a drg system was implanted. In addition, the physician explanted the model 3186 lead.

Event description:
Follow up information identified: the patient was no longer receiving effective stimulation, hence he stopped charging the ipg. The octrode lead was explanted to make room for the drg leads. At this time the patient does not have effective stimulation.